Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: ng, lab: 1.74. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 5.8, 3.3.